Event description:
It was reported that the needle hub separated from the syringe 0.3ml 29ga 1/2in 200bx ca while uncapping it. Additionally, it was reported that medication leaked from the syringes. All defects occurred during use in lot 9196589, and this complaint was created to capture the 4th of 4 related events. The following information was provided by the initial reporter: the first product is the bd 0.3ml insulin syringes ref 324702. These syringes have been very slippery, the cap is hard to remove, and occasionally the supposedly attached needle comes apart from the syringe when uncapping, which should happen under no circumstances because these syringes are manufactured with attached needles. This has happened both when technicians are filling syringes and when physicians go to inject patients. This is a very serious issue that has caused several very expensive medications to be wasted and thrown out. It could also become dangerous if the needle was to come off while the patient is being injected. In the past week, 3 different physicians have experienced this issue with the product right before injection, and the cost of the affected medication exceeds $500 per syringe. We have developed painful calluses from trying to hold onto the syringe while tightening a needle on. Our hands and wrists hurt more every single day from the strain of trying to hold onto these syringes.

Manufacturer narrative:
H.6. Investigation: customer returned (4) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9196589. Customer states that these syringes have been very slippery, the cap is hard to remove, and occasionally the supposedly attached needle comes apart from the syringe when uncapping. All syringes were returned with the hub-needle/shield assembly separated from the barrel. No other defects were observed. A review of the device history record was completed for batch# 9196589. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200841611] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (shield difficult to remove, hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (slippery syringe) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 29ga 1/2in 200bx (B)(4) while uncapping it. Additionally, it was reported that medication leaked from the syringes. All defects occurred during use in lot 9196589, and this complaint was created to capture the 4th of 4 related events. The following information was provided by the initial reporter: the first product is the bd 0.3ml insulin syringes ref 324702. These syringes have been very slippery, the cap is hard to remove, and occasionally the supposedly attached needle comes apart from the syringe when uncapping, which should happen under no circumstances because these syringes are manufactured with attached needles. This has happened both when technicians are filling syringes and when physicians go to inject patients. This is a very serious issue that has caused several very expensive medications to be wasted and thrown out. It could also become dangerous if the needle was to come off while the patient is being injected. In the past week, 3 different physicians have experienced this issue with the product right before injection, and the cost of the affected medication exceeds (B)(4) per syringe. We have developed painful calluses from trying to hold onto the syringe while tightening a needle on. Our hands and wrists hurt more every single day from the strain of trying to hold onto these syringes.